Event description:
The pt was admitted with a left brachiobasilic fistula. A cordis powerflex p3 6mm x 4cm percutaneous transluminal angioplasty -pta- catheter was squarely positioned over the stenosis in the left basilic vein and was inflated to 18 atm and the balloon burst.